Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged black debris in device and upper respiratory issues that led to hospitalisation. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found dust or dirt found on outer surfaces, cracks, and crevices and light amount of dust or dirt found on the outer surface of the blower. The manufacturer visually inspected the device internally and found black contaminant found on the inside of the blower . The humidifier's dry box seal showed slight yellow discoloration. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation but was able to confirm the presence of contaminant on the blower. A correction to b5 was made and should be: the manufacturer received information alleging black debris in device and upper respiratory issues that led to hospitalisation related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Section g1-manufacturing contact office info was previously incorrect and has been correctly updated. Section h6 was corrected and updated in this report.